Event description:
It was reported, the catheter had completely disconnected from the pump. The patient had been without drug for "a long time". The catheter was revised and the physician added an 11cm segment to the current catheter. The device system was used to deliver bupivacaine and dilaudid. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, product type programmer, physician product ID, 8832 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 8703w lot# serial# (B)(4), implanted: 1997 (B)(6), product type catheter. (B)(4).

Event description:
Additional information: it was noted that the catheter was reattached in december. The patient outcome was reported as "doing fine with more pain relief" at the time of the report.